Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer's blood glucose value was unknown. Sticker on the back was come off. The insulin pump had slower rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. However, device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind and prime/fill anomalies due to completely broken reservoir tube lip. Device received with missing end cap sticker.